Event description:
During a lombectomy procedure, first device partially fired and knife blade did not retract after 5 firings. The 2nd or 3rd device knife blade did not retract on the first firing. No patent consequences. Unknown how the case was completed.